Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and guided the customer through the process, after which the error did not reoccur, and the customer successfully started their sensor session.